Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 450 mg/dl at the time of the incident. The customer used the pump to treat. The customer was wearing the insulin pump during the incident. The customer had no delivery alarms that were resolved by complete set changes. Troubleshooting was completed and the pump was operating as designed. The product will be returned for analysis.